Event description:
The pt was admitted with a colovaginal fistula and had a sigmoid colon resection. At the end if the procedure, a surgical tech noticed that the tip of a needle holder was missing. An x-ray was ordered and the surgeon re-opened the incision. He explored the wound under fluoroscopy and did not find a foreign body in the operative area.